Event description:
The customer returned the Cysto Nephro Videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated adhesive on the bending section cover/distal sheath has a chip, light guide lens, objective lens, and suction cylinder has corrosion, and the universal cord and up/down plate are sticky. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: degradation problem; stress problem; cause traced to component failure. Olympus will continue to monitor field performance for this device.